Event description:
It was reported that the catheter was fractured at this spinous process. During the revision it was noted that the most distal piece of catheter was not in the 'csf'. The health care professional (hcp) was unable to retrieve this piece of the catheter. An attempt was made to place another distal segment but due to the patient's anatomy, this was not successful. The hcp planned to program the pump to minimum rate and refer the patient to the neurosurgeon so that the distal piece could be retrieved and another distal catheter segment could be placed via lambintomy. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.